Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced intermittent audio alerts on the g5 mobile application for an urgent low. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The complaint confirmation of an intermittent audio on urgent low alert could not be confirmed. A root cause could not be determined via data.